Event description:
Patient reported left side device is "ruptured". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device outer surface, red particles in the fill channel and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side device is "ruptured". Device has been explanted.